Event description:
The user facility reported that the column shrouds on the surgical table became bent while a patient was positioned on the table. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and observed the column shroud covers to have extensive damage. The technician observed that a flowtron excel dvt pump was located on the table base. The column shroud covers came into contact with the pump causing the damage. The pump was placed directly upon the table's warning label which states, "warning-do not store items on base." The technician returned the table to be repaired. Steris conducted in-service training on the proper use and operation of the surgical table.